Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked. Additionally, it was reported that the pump volume was not audible and unable to hear alerts and alarms notifications. Customer's blood glucose level was in the 400's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.